Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the cystonephrofiberscope exhibited a dirty image guide cover lens. There were no reports of patient involvement.